Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found recharge antenna failure no device found message. Worn cord, worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was starting a few weeks ago the patient was having errors with their implant (ins) for it kept telling them it could not charge. Each time the patient went to recharge they got the message to call medtronic with rm03. Patient noted the recharger cord was getting hot where the cord met the paddle. During call pt got rm03 when trying to charge the ins. Pt said their ins was at 40% and it could not recharge. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was starting a few weeks ago the patient was having errors with their implant (ins) for it kept telling them it could not charge. Each time the patient went to recharge they got the message to call medtronic with rm03. Patient noted the recharger cord was getting hot where the cord met the paddle. During call pt got rm03 when trying to charge the ins. Pt said their ins was at 40% and it could not recharge. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.